Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the patient felt peckish, hungry, thirsty, felt "bad", could not blink and eventually lost consciousness. The patient's boss called the ambulance. At this time, it was reported that the patient could not swallow and was incoherent, not responding to question. When paramedics arrived, they treated the patient with glucose shots and IV glucose until the patient stabilized. The patient was taken to the hospital but there is no documentation about the medical intervention provided there. The patient was discharged the same day. At the time of the report the patient was stable. At an unspecified time of the event the cgm reading was 66 mg/dl and the bg reading was 27 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.